Event description:
It was reported that, the arthroplasty was revised due to infection. The components were implanted in situ for approximately 0.2 y. The femoral, tibial and patellar components were revised. The pt presented with a ucla score of 4 three months prior to revision surgery and a maximum score of 6.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(4). Medical records and x-rays were not provided to stryker for review due to (B)(4) restriction at reporters institution. If additional information becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 7115-0007, lot # mjj85d description: series 7000 standard tibia. Cat # 81-4408r, lot # mjatd6 description: scorpio nrg ps femoral #8 right. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.